Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. After reloading the cartridge, customer received an accurate fill estimate. Customer reported an elevated blood glucose level of 339 (mg/dl) and administered a correction bolus to stabilize bg level.